Event description:
The (B) (6) female patient received a precise stent to treat a lesion in the left internal carotid artery. Post procedure, the patient exhibited behavioral changes such as aphasia and dysarthria. Patient was diagnosed with a stroke. The symptoms subsided without additional treatment and the patient was discharged the following day. A neurosurgery consultation was performed on (B) (6) 2009 for intracerebral hemorrhage following the (B) (6) 2009 head CT. Assessment noted that the likelihood of the patient being functional and independent was extremely small. Patient's family agreed to comfort measures only. A week later, the patient died in her nursing home. The patient's death was reported as a neurologic death / cerebrovascular accident. No autopsy was performed.

Manufacturer narrative:
Information was reported via the (B) (6) study that post left internal carotid artery (ica) stenting with a precise rx, after leaving the angiography suite without neurological deficit on the same day, the patient had a neurological event documented as including behavioral and reflex changes aphasia, dysarthria, and right hemiparesis. The diagnosis was reported as intracerebral/subarachnoid hemorrhagic stroke. The study discharge form indicated an (B) (6) score of 5. Additional information indicated that 11 days post procedure, the patient died. The cause of death was not provided and was indicated as not related to the device; related to the index procedure. The received adjudication information indicated agreement with cva-major ipsilateral hemorrhagic and neurological death as procedure related. In addition, it was reported that physical exam by neurosurgery consultation for intracerebral hemorrhage performed on the day of the neurological changes following a CT revealed the patient was grossly aphasic, with eyes open, spontaneous left sided movement, and was densely plegic on the right side. It was reported that the assessment noted that the likelihood of this patient having a functional and independent life was extremely small and after extensive discussion with the patient's family, comfort measures only was requested by the family. The patient died in a nursing home/long term care facility. The immediate cause death was documented as cerebrovascular accident; no autopsy was performed. At index procedure the (B) (6) female had a history of hyperlipidemia and severe aortic /mitral valve disease and history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease with myocardial infarction and hypertension requiring medication. It was documented that the patient was asymptomatic. Additional information provided by the adjudication minutes reported that the patient¿s history also included history of tia with expressive aphasia (predominantly word-finding difficulty) and right hand or arm weakness/numbness. The pre-procedure (B) (6) stroke scale was 0 and (B) (6) score was 0. The target lesion was a 95% stenosed left proximal internal carotid artery. The lesion length was 20.0 without thrombosis. The total length of stented segment was 30.0 with a reference diameter of 6.0. There was severe vessel tortuosity. The lesion was circumferential, eccentric with mild calcification an angioguard embolic protection device was successfully deployed without malfunction or associated adverse event. The lesion was predilated without documented resistance. The 8x30 prescise rx stent (pc0830rxc/lot 14029175) was deployed at the target lesion without malfunction or associated adverse event with a final target lesion diameter stenosis of 20%. The angioguard was successfully retrieved without technical problems or adverse events with no documented air bubbles or debris. The patient had no neurological deficits when she left the angiography suite. A few hours following the procedure, while in the intensive care unit, the patient became plegic; a head CT without contrast performed. A comparison with a CT scan performed approximately one week prior to the index procedure was done. The pre-procedure CT revealed age-related diffuse loss of brain parenchyma. Age-related microangiopathic small vessel disease change. Lacunar infarct in the left caudate nucleus extending into the anterior limb of the internal capsule. No acute intracranial abnormalities. The impression on the head CT post procedure after onset of neurological changes reported a large left frontoparietal convexity hematoma was now seen measuring at least 6 x 4 cm. There was a smaller subcentimeter left deep frontal hematoma. Hemorrhagic extension was also seen along the deep left cerebral hemispheric nuclei and left thalamus with mild localized mass effect on the lateral ventricle but minimal rightward midline shift at the present time. A small amount of blood was seen in the left occipital horn. There may be a trace amount of subarachnoid hemorrhage. However, there was no large subdural or epidural hematoma. The findings were reported as non-specific but it was reported that it can be from reperfusion injury. There was chronic ischemic white matter disease. A small old left deep cerebral hemispheric infarct was unchanged. The basal cisterns were patent with no signs of tonsillar herniation. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14029175 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Numerous reports have documented the risk of hemorrhagic stroke after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Multiple factors including recent stroke, tight stenosis, impaired cerebral vascular reserve, increase in flow velocity, pre and post hypertension and history of smoking may play a role in such events. Although no conclusion can be made regarding the event, there is no evidence of manufacturing or design related issues contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event.